Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the description of event it is not possible to determine an exact root cause. However it is plausible that the event was related to the use of a wire guide from another manufacturer. It is possible that the wire guide was damaged which caused the advancement difficulties. There is no evidence to suggest that the device was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: stent graft placement in the descending aorta was conducted, approached from the left cia. The patient was suitable for endovascular repair. After wire guide was inserted, zteg-2p-28-120-pf was placed. Since slight proximal type I endoleak was confirmed, ballooning was performed but endoleak was not resolved much ((B)(4)). Then, the physician attempted to place tbe-28-80-pf additionally. However, the delivery system would not advance smoothly over another manufacturer's wire guide ((B)(4)). Since it had already taken much time to advance the wire guide due to bad condition of the iliac artery and since it would possibly take time to check the wire guide, the physician decided not to conduct any additional treatment. Instead, ballooning was performed again, and because endoleak was almost resolved, the procedure was completed. Patient outcome: there have been no adverse effects to the patient.